Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their low and high blood glucose levels. The customer's blood glucose level had been as low as 40mg/dl, and as high as 444mg/dl. The customer treated the lows with glucose tablets. The customer states they had been hospitalized for the low blood glucose. The customer was on the way home and would be calling back at a later time in order to troubleshoot the device.